Event description:
The technician reported the brake steer caster is not holding while in brake mode; the bed was located in an offsite repair warehouse. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake pads are not making firm contact with a damaged wheel. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician replaced the foot end brake steer casters to resolve the issue. Based on this information, no further action is required.